Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported their ins was found to be depleted when they were at their doctor's office 3-4 months prior to this report but they didn't know why because they had just charged it up. They stated they have had to charge more frequently because they used to charge every 3 months but has needed to charge every month since about 4 months prior to this report. They stated their settings had not been changed. They were redirected to their doctor to assess their device. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.